Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that the patient's blood glucose levels reached 359 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the cannula dislodged/slipped out from the infusion site (back). A new pod was applied and a bolus was given.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined.